Manufacturer narrative:
G4: 08jul2020 b4: (B)(6) 2020 the manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective user interface to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13jan2021. B4: 13jan2021. The assy, user interface, english was returned to failure investigation (fi) for evaluation. The user interface assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. No errors noted. The user interface assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jun2020.

Event description:
The customer reported the unit turned on by itself. There was no patient involvement.